Event description:
During an in-clinic follow-up, loss of capture (loc) and decrease sensing was observed on the right ventricular (rv) lead. The alleged cause is due to a myocardial infarction. The rv lead was capped and replaced to resolve event. No abnormalities were observed visually during the procedure or with diagnostic imaging. The patient was stable with no consequences.